Event description:
It was reported that the patient underwent a surgical procedure to revise their inflatable penile prosthesis (ipp) for unspecified reasons. The existing implant was removed and replaced with a new malleable device. No patient complications were reported. Additional information was received indicating the procedure was performed as the patient experienced pain near the pump in their scrotum. The explanted components are not expected for return.